Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the erbe to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis (fa). The erbe was analyzed and found to be in good condition. The fa team found m-02-3/c-82/m-31/m-02/m-b0/c-00 errors in the error log. The unit was placed on an in-house system and was run in normal mode. The unit will be returned to the original equipment manufacturer (OEM) for repair. The complaint was confirmed based on failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause is attributed to component failure due to electrical and fiberoptic defects with the erbe.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer advised they experienced a c-00 to the field service engineer (fse). The customer would like erbe replaced to resolve issue reported. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter on 11/03/2023 and obtained the following additional information: the issue was identified prior to starting the procedure - pre-anesthesia. Ports were not placed prior to the issue being identified. The system functionality was checked upon powering on the system. The system did not initially power on without errors. Full troubleshooting was completed with dvstat. The procedure was completed robotically with triad.